Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device. Engineering evaluation was able to reproduce the reported upstream occlusion alarms caused by contamination of the upstream sensor due to fluid intrusion. The upstream sensor was replaced.

Event description:
It was reported that a spectrum pump constantly displayed the upstream occlusion message. It was also reported there was no pt injury.